Event description:
It was reported that the device exhibited a cassette not attached error. Issue was found during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 20-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Conducted performance verification testing and visual inspection. Could not confirm customer complaint. Attached two 50ml reservoir cassettes, a 100ml cassette, and a standard admin set. Was not able to reproduce complaint issue. Performance verification testing found the pump could not recognize when the pump latch was locked. Visual inspection found a small crack in the downstream occlusion sensor seal and cracks in the lcd display lens. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.